Event description:
Event description boston scientific crm received information that the patient with this pacemaker was hospitalized for unspecified cardiac issues. When checked, the device could not be interrogated or programmed, and exhibited no magnet response. Per electrocardiogram there were pacing spikes present with intermittent ventricular loss of capture. The patient did not appear to have any adverse effects related to the non-capture. The device was been in service for 9.2 years, and has exceeded the minimum longevity at nominals of 6.3 years. This patient has been lost to follow-up for the life of the device. No adverse patient effects were reported.